Event description:
It was reported by the physician that the pt had a femoral stimucath placed on (B)(6) 2009. The pt contacted the physician on (B)(6) 2009 saying the spring wire guide (swg) was exposed when she tried to remove the catheter. The physician instructed the pt to come into the hospital immediately to the outpatient surgery center which she did. Upon examination, about a 3-inch piece of the uncoiled swg was coming out of the insertion site. The plastic tubing that the pt was able to pull out was completely intact with no break. Knowing that there was only wire present under the insertion site, the physician slowly extracted the wire. At no time did the pt experience any discomfort or parasthesias. The tip of the wire was not uncoiled and acted as an anchor which made it more difficult than usual to remove. The pt was instructed to call back if she had any concerns. It is unk if an x-ray was performed on the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.